Event description:
A patient sample tube was dropped while the versacell gripper was moving a tube from the tray to the wheel of an advia centaur instrument to be processed. The sample spilled on the instrument wheel, and was cleaned by the operator. The operator stated that there had been error messages indicating that the robot arm was jammed prior to the spill. There are no reports of adverse health consequences due to the sample tube being dropped prior to testing on the advia centaur instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the versacell, the fse discovered that one of the drawer springs was in the interface wheel, which was not the correct location for it. The fse removed the spring from the interface wheel and cleaned the gripper fingers. The fse then ran the versacell for thirty minutes to verify functionality, and the versacell performed according to specifications. The cause of the dropped sample tube prior to being run on the advia centaur instrument was the spring incorrectly located in the interface wheel. The versacell sample management system is performing according to specifications. No further evaluation of this device is required.